Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly on (B)(6) 2018 on the patient¿s regular follow-up, there were two ventricular burst episodes where p-waves were oversensed in the ventricular channel. Atrioventricular crosstalk had never been observed before. The ventricular threshold had increased from 0.75 v/0.35 ms to 1.75 v/0.35 ms. The r-wave amplitude had decreased from around 8 mv to around 5 mv. The ventricular lead impedance had been stable within the normal range. The patient was showing atrioventricular conduction and had no symptoms; however, had been implanted with the pacing system for atrioventricular block. The ventricular sensitivity was reprogrammed from 2.5 mv to 3.0 mv. The ventricular output was reprogrammed from 2.0 v/0.35 ms to 3.5 v/0.35 ms. The ventricular auto threshold function was set to on. Reportedly, the patient underwent percutaneous coronary intervention for acute myocardial infarction in (B)(6) 2018.

Event description:
Reportedly on (B)(6) 2018 on the patient¿s regular follow-up, there were two ventricular burst episodes where p-waves were oversensed in the ventricular channel. Atrioventricular crosstalk had never been observed before. The ventricular threshold had increased from 0.75 v/0.35 ms to 1.75 v/0.35 ms. The r-wave amplitude had decreased from around 8 mv to around 5 mv. The ventricular lead impedance had been stable within the normal range. The patient was showing atrioventricular conduction and had no symptoms; however, had been implanted with the pacing system for atrioventricular block. The ventricular sensitivity was reprogrammed from 2.5 mv to 3.0 mv. The ventricular output was reprogrammed from 2.0 v/0.35 ms to 3.5 v/0.35 ms. The ventricular auto threshold function was set to on. Reportedly, the patient underwent percutaneous coronary intervention for acute myocardial infarction in (B)(6) 2018.